Manufacturer narrative:
(B)(4).

Event description:
A health care professional (hcp) reported via manufacturer representative that a consumer could not control his implantable neurostimulator (ins) with his patient programmer and complained of loss of therapeutic effect. The patient programmer showed a por (power on reset) message. The hcp confirmed the por was a 0x400 error code with his clinician programmer and switched the ins back on with good therapy effect. No emi source could be identified as a possible root cause. This issue was noted as resolved.